Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) stopped working during the patient's thyroid surgery when stimulated the recurrent nerve with a stimulation device and the patient went into tachycardia. The device remains in use. No further patient complications have been reported as a result of this event.